Event description:
The sales rep reported that the drain was put in and was working fine for a few days. The tubing connection became blocked in the collection chamber that drains down into the bag and the csf could not drain. As a result, the entire drain was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the drain was flow tested and flow was noted, but slow. The device was visually inspected and discoloration on the filter in the burette was noted. This is due to biological debris coming into contact with the filter. Further examination of the device noted biological debris on the filter at the top of the burette however the root cause could not be determined. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. As noted in the IFU: caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.